Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported through patient outcome that the patient expired on (B)(6) 2019. Per the vad coordinator, the patient never recovered from the lvad implant surgery on (B)(6) 2019 and suffered rv failure, renal failure, and respiratory failure post-operatively. It was reported that the device operated as expected and would not be returned for evaluation. The hm3 lvas IFU lists right heart failure, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU cautions that right ventricular dysfunction may limit the effectiveness of the lvas due to reduced filling of the pump. The patient care and management section of this document includes a subsection entitled right heart failure. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 4 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019. Per vad coordinator, the patient did not ever recover from lvad implant surgery (B)(6) 2019 and suffered right ventricle failure, renal failure and respiratory failure post-operatively. The device operated as expected and will not be returned for evaluation. No further information was reported.